Manufacturer narrative:
(B)(4).

Event description:
Out of range rv lead impedances reported via home monitoring. Lead polarity flipped from bipolar to unipolar. Previously the ra lead also had out of range impedances and polarities flipped then as well. The pacemaker and leads remain implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.